Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx sling anterior and posterior repair with amniofix allograft placement and cystourethroscopy procedure performed on (B)(6) 2016 for the treatment of female stress urinary incontinence, stage-3 cystocele, stage-2 rectocele, and an inadequate endopelvic fascia. At the end of the procedure, a cystourethroscopy revealed no evidence of bladder injury, no foreign bodies, no mucosal lesions, bilateral effluxing ureteral orifices, and a normal anatomical position. The urethroscopy was normal. Rectal examination at the end of the procedure found no evidence of rectum injury. The procedure was well tolerated by the patient, who arrived in the recovery room awake, alert, and in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). United states. Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.